Manufacturer narrative:
The patient age and weight were not provided. (B)(4). Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. During implantation, the inflow cannula was inserted into the apical sewing ring. The surgeon reported there was a blood leak from the holes on the flexible silicon portion of the inflow cannula. The inflow cannula was exchanged, and no further leaking was observed. There was no impact to the patient due to this event.

Manufacturer narrative:
A video of the incident was submitted by the user facility. The submitted video showed blood leaking from one of the holes in the silicone sleeve around the graft conduit. The blood appeared to leak in rhythm with the patient's heartbeat. No potential cause of the blood leak was discerned from the video. Examination of the returned sealed inflow conduit found no evidence of damage or loose connections between the components. Removal of the inlet tube and inlet elbow found the knitted graft correctly seated inside the graft conduit and visual inspection of the knitted graft found no holes or other damage that could have contributed to a blood leak. The inlet elbow was plugged with a rubber stopper and the inflow conduit was filled with water. No leakage was observed after several minutes. The sealed inflow conduit was connected to a test pump and there was no leakage observed as water was flushed through the assembly for several minutes. The evaluation did not reveal a device related issue and the reported blood leak could not be reproduced. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.